Manufacturer narrative:
Additional information: a system checkout had been performed around the time of the event and showed that the system performed as intended. No system failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device lot number, or serial number, unavailable. The biopsy needle was returned for analysis. It was confirmed that with a proper setup and the trajectory locked, the returned biopsy needle tracked without issue. No problem was found with the instrument. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system being used for a cranial biopsy. The rep indicated that they were unable to track the needle. The rep indicated that 2 needles were opened and neither one could track. The healthcare provider (hcp) elected to continue without navigation, but using the same needles. Two passes were done without navigation one at the initial tip stop point calculated by the software which was successful and the second was with the surgeon going in deeper without any navigation. When the needle was retracted some blood was coming out and the patient was sent for a CT to confirm if the patient had a bleed. In an attempt to restore navigation, (B)(6) tried moving the camera to multiple angles without any success as well as opening two needles. It was later that the patient was confirmed to not have a bleed. There was no impact to patient outcome and the delay was less than one hour.